Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The diamondback orbital atherectomy device (oad) tubing leaked from the y-port during use in the anterior tibial (at) artery via contralateral femoral approach. The physician's opinion was that the oad was leaking too much. The oad was used to treat a calcified lesion with a small diameter. The viperwire had inadvertently been placed subintimal prior to treatment, and the oad was subsequently spun in the subintimal space. A perforation occurred and was treated with a covered stent and post-dilation. The end result of the procedure was a widely patent at vessel with good distal perfusion. The patient was well following the procedure and was discharged home.

Manufacturer narrative:
Updated data: b4, d4, d10, g4, g7, h1, h2, h3, h6, h10 . H6: results code - 3243 (stress problem) applies to report of fluid leak. H6: conclusion code - 4307 (cause traced to component failure) applies to fluid leak. H6: conclusion code - 4315 (cause not established) applies to perforation. Device analysis conclusion: the oad was received at csi for analysis. Visual examination revealed adhered material and suspected corrosion on the driveshaft and crown. The morphology and exact root cause of the accumulation is unknown also, a driveshaft filar appeared to be deformed. Scanning electron microscopy showed the distal and proximal crown edges were normal. There was a crack initiation in the weld at the tip bushing, likely from elevated stress levels at the tip. However, the weld was mostly intact. There was also a material stress fracture on the luer barb of the saline line. During testing, saline leaked from the fractured area. There was no other damage observed that would have contributed to the reported events. At the conclusion of the device analysis investigation, the reported fluid leak was confirmed. However, the reported perforation could not be confirmed through analysis. Although the root cause of the perforation is unknown, the complaint details indicate the guide wire had inadvertently been placed sub-intimally prior to treatment, and the oad was subsequently spun in the sub-intimal space. The diamondback 360® peripheral orbital atherectomy system instructions for use warns, "do not continue treatment if the wire or the device becomes sub-intimal." Csi ID: (B)(4).